Manufacturer narrative:
The cobas ise module serial number was (B)(6). The customer stated the qc was acceptable but it was only barely in range on the low end for both levels. The customer uses the rack adapters. The field service engineer found an issue with the system vacuum components. He replaced the solenoid valve/vacuum valves for ise 1 and 2, the sipper, and the vacuum nozzle for ise 2. He also cleaned the dilution vessel. He then performed ise primes and ise checks with successful results. The customer performed calibration and qc and they were acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient serum sample tested on a cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 149 mmol/l (tested on ise 1). Troubleshooting qc issues prompted the repeat of the sample. Repeat result: 141 mmol/l (tested on ise 2). No questionable result was reported outside the laboratory.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The calibration was last performed on (B)(6) 2024 and it was acceptable. The was no indication of a performance issue of the reagent since the qc was acceptable. The alarm trace did not show any abnormality. There were multiple abnormal aspiration alarms and sample short alarms noted on the date of the event near the time of the sample measurement. The cause was due to defective sample probe, seals, and vacuum nozzle. The service actions performed by field service engineer the resolved the issue. No further issues were reported afterward.